Event description:
It was reported to boston scientific corporation that an advantage system was implanted into the patient during an advantage mid-urethral sling (retropubic) on (B)(6) 2016. According to the complainant, the patient experienced an unknown injury. Procedure notes from the implantation procedure were provided. The procedure notes indicate that during placement, perforation was seen after the right pass. A second pass was made which was clear. The left pass was also clear, the tension was adjusted, and the procedure was completed. There was no mention of this perforation in closure or post-operative plan notes, and no indication there was any consequence or treatment needed as a result of it. However, the patient reports of ongoing pelvic/hip pain and stinging. This report was originally submitted via asr. Report identification number: (B)(4). Submission period: march 1, 2019 to may 14, 2019. Asr exemption number: e2013036. Pro code: otn. Additional information received on april 8, 2020: in the days and weeks that followed the advantage procedure, the patient suffered significant debilitating pain, distress, trauma and inconvenience to her. As a consequence of these events, the patient also suffered personal injuries, psychiatric injury and financial loss which are ongoing and continuing, including undergoing implantation with two permanent medical devices and ongoing sequeale as a result. Furthermore, the patient suffered additional personal injury insofar as she required subsequent surgical interventions to remedy the injuries sustained following the insertion of the device.

Manufacturer narrative:
Additional information - blocks b2, b5, b7 other relevant history, e1 (lawyer's firm address), h6 patient codes and h10 were updated. Block b3: the event date was approximated to (B)(6) 2016, the date the mesh was implanted, as no specific event date was provided. Block e1: this complaint was reported by the patient's lawyer. The device was implanted at (B)(6) hospital, herbert avenue, dublin 4, ireland by dr. (B)(6). Block g3: health products regulatory authority (hpra) reference number: (B)(4); submitted to health products regulatory authority (hpra) by the patient. Block h6: patient codes 2001, 1994, 3191 and 2348 capture the reportable events of intra-procedural perforation, pelvic/hip pain, surgical intervention and unspecified patient issues that led her to pursue a claim for personal injuries. Block h6: conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The event date was approximated to (B)(6) 2016, the date the mesh was implanted, as no specific event date was provided. (B)(6). Report source: health products regulatory authority (hpra) reference number: (B)(4); submitted to health products regulatory authority (hpra) by the patient. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted into the patient during an advantage mid-urethral sling (retropubic) on (B)(6) 2016. According to the complainant, the patient experienced an unknown injury. Procedure notes from the implantation procedure were provided. The procedure notes indicate that during placement, perforation was seen after the right pass. A second pass was made which was clear. The left pass was also clear, the tension was adjusted, and the procedure was completed. There was no mention of this perforation in closure or post-operative plan notes, and no indication there was any consequence or treatment needed as a result of it. However, the patient reports of ongoing pelvic/hip pain and stinging. This report was originally submitted via asr. Report identification number: (B)(4). Submission period: march 1, 2019 to may 14, 2019. Asr exemption number: e2013036. Pro code: otn.